Event description:
It has been reported to bard that while attempting to transfer the pt from the or to the ICU, this device was unplugged and reportedly failed to switch to battery. The pump at this point was plugged back in and resumed pumping. However, the pt had started to code and then expired.